Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the transseptal crossing, it was noted there was a large thrombus forming on the non-boston scientific wire in the right atrium. The wire and the non-boston scientific transseptal puncture (tsp) sheath were withdrawn. 15,000 international units of heparin were given and the thrombus dissipated. The procedure continued. Right after the angiogram, the imaging physician noted a second clot forming at the atrial septal defect (asd) right where the watchman truseal access system (was) crossed the septum. The patient's activated clotting time (act) was 220 seconds. The physician brought everything back to the right side and used the tsp sheath to aspirate the clot. They aborted the procedure. The patient woke up with no complications and has since been discharged from the hospital.